Manufacturer narrative:
The t:slim basal iq user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reported using amdelog insulin. Tandem customer technical support informed customer that amdelog is off label per the user guide. Customer changed out pump supplies to address the alarm and resumed insulin delivery, but occlusion alarm would recur. Customer administered an insulin bolus via pump to address elevated blood glucose. Customer's blood glucose was approximately 500 mg/dl with diabetic ketoacidosis. Customer was hospitalized on (B)(6) 2020 and treated with intravenous insulin and fluids. Customer was discharged from the hospital on (B)(6) 2020 with no permanent damage. System check was performed with tandem technical support and confirmed pump is functioning as intended.